Event description:
The customer reported to customer service that the cord on the power supply for her pump "snapped at the box of the transformer and was sparking." No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see fire or smoke and that there is no breach in the transformed housing, but she did see sparking and exposed wires on the cord. She also indicated that she did receive shocks from the sparks generated. In summary: a breach on the insulation on the dc output cord at the strain relief was present, exposing wires and resulting in a short which could cause sparking. Analysis indicated that the power supply is over 13 years old. As a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a breach in the cord at the strain relief, exposing wires. It was also noted that the power supply is over 13 years old. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 0.6 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 49.3 ohms, which is normal and indicates that the thermal fuse did not flow.